Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error detected (pump error 53) alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error and complete the rewind. The customer conducted fill cannula delivery test but delivery was not recorded in daily history no harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed sleep current measurement, active current measurement and self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted twice on 03/31/2025 at 08:53:50.000 and at 09:47:54.000. Per software engineering log, pump error 53 due to a hardware issue. Proceeded by cutting the unit open and performed a visual inspection of electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Isolate to electronic assembly. Unit was also received with scratched case. In conclusion, customer concern of pump error 53 was confirmed. Critical error (pump error 53) was found in adapt history files. Pump error 53 was due to possible hardware issue. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.